Event description:
It was reported to baxter (B)(4) that at least twenty intermate devices were leaking from the winged luer cap before use. This is report number 7 of 20. The devices were filled with pamidronate when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer did not provide the product code of this device; therefore the 510k number cannot be determined. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of leakage. The root cause was determined to be a loose winged luer cap. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.